Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to scratched conductive plates on the external paddles. It is not known what caused the damage. The plates were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.